Event description:
It was reported that the patient's rechargeable battery was hot with excessive battery consumption observed, and subsequently became dead and emitted a burnt plastic odor. A replacement battery was sent to the patient. No serious injury was reported as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.